Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) reached elective replacement indicator (eri). Boston scientific technical services (ts) noted that the device was implanted for less than five years. Additional information indicated that there were known issues prior to device change out as per by the field representative. However, the representative did not have any information during that time. This crt- p remains in service. No adverse patient effects were reported.